Manufacturer narrative:
Insulin pump passed the displacement test. However, motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion test, prime test and excessive no delivery test due to motor error alarm. The motor was tested outside of the device and passed. No compromised force sensor system alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the they had high blood glucose level. The customer's blood glucose level was may be 435 mg/dl and they treated it with manual injection. The customer reported that the insulin pump alarmed compromised force sensor system and insulin was squirting out during the manual prime process. The customer also stated that the drive support cap was sticking out. The insulin pump will be returned for analysis.